Event description:
Pump was received with a report of "alarming failure/failure 550". Additional information: per service representative, there were no reports of the failure code 550 occurring while in use on a patient.